Manufacturer narrative:
Actual device was not returned, hence no device evaluation was performed. Medical records were provided and reviewed by the manufacturer medical director. The report of type iii endoleak was confirmed; however, the source cannot be clearly identified. Review of the manufacturing records revealed that the lot met all release criteria, with no nonconforming material records that would explain the reported event. The lot usage history shows that no other units from this lot have been involved in any similar complaints at this time. There is no indication that the device may have caused or contributed to the event. Endoleaks are a known risk of the procedure, as identified in the product labeling.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains in the patient.

Event description:
It was reported that approximately seven days post-implant of a bifurcated device and suprarenal aortic extension, a follow up computed tomography scan revealed a type iii endoleak between the aortic extension and bifurcated device (refer to MDR report # 2031527-2013-00096). The patient was treated with an infrarenal aortic extension. It was reported that the patient tolerated the procedure well.